Event description:
Investigation conclusion: the m2000sp e-series instrument sn (B)(4) showed evidence of overheating. Proper engineering controls were in place to prevent injury to the operator from exposure to the liquid handling arm (liha) overheating event. The event was contained to the instrument because of metal enclosures, proper fusing and self-extinguishing circuit board materials per the requirements of the canadian standards association (csa) safety rating. The m2000sp service manual includes adequate instructions for removal and installation of the complete liha assembly and f1 (an 8 ampere fuse in place to protect the liha) on the (options board) optibo. Safety labeling for csa is included in the operations manual. The certificate of conformance (coc) review produced a valid record for m2000sp instrument sn (B)(4). The complaint history review resulted in an occurrence rate of two incidents of evidence of overheating on the liha assembly. Based-upon the available information, the product is meeting specifications and this complaint is therefore unconfirmed.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. A customer reported an electrical burning odor coming from the abbott m2000sp instrument. The customer stated there was no visible fire or smoke. An abbott molecular field service engineer (fse) observed ashes and overheating, evidence of fire. There was no report of injury. Patient results were not affected.

Manufacturer narrative:
Following the initial abbott field service visit (B)(4) 2013, abbott molecular technical representatives visited the customer site on (B)(4) 2013. Their preliminary investigation indicated that the bottom two motor control cards showed overheating and discoloring. Ashes were observed on and around the card cage of the liquid handling arm (liha). Charring was limited to the liha card cage. The fuse for the liha was open which removed power to the liha to prevent further damage. The instrument was de-installed for further investigation at abbott molecular. An elevated complaint investigation is being performed for this issue. An MDR follow up report will be submitted to FDA when the investigation concludes.